Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced a syncopal episode that resulted in facial trauma. Upon investigation, high threshold measurements and loss of capture were observed on the right ventricular (rv) lead. As a result, the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.